Manufacturer narrative:
It was reported that the ventilator generated alarms for high o2 concentration. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and sent for further investigation. The returned air gas module was installed in a ventilator and the machine passed the pre-use check successfully. The machine has been set on ventilation. After 1 day on ventilation, it started alarming for o2 concentration low/high, expiratory minute volume low and vt insp. Overrange. Our investigation has concluded that the reported problem was due to a defective delta pressure sensor on a printed circuit board inside the gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the delta pressure sensor failure has not been established.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).